Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. (B)(4)) lot 1026938 was performed by the review of the manufacturing records and by the verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about 4 false n1 positive results for 3 samples tested with bd max sars-cov-2 reagents kit lot 1026938 which tested negative with another assay (genexpert, cepheid). A list of 3 samples as well as 3 runs (runs #332, #333 and #343, performed on (B)(4)) was provided for investigation. Since no other information was provided for the fourth sample reported in the complaint, no further analysis was possible for this sample. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents instruction for use. Manual pcr curve adjudication was conducted across 3 samples identified by the customer in the complaint text: run#332/position a6, run #333/position a9 and run #343/position b1. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Examination of the pcr curves revealed two different patterns. The first curve pattern concerned samples from run #332/position a6 and run #333/position a9. Pcr curves for both samples show late and low but true amplification for n1 target. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. The analysis suggests true low positive results for both samples. It must be noted that the genexpert assay only detects n2 and e gene targets and does not detect the n1 target. Therefore, the customer cannot confirm the n1 positive results obtained with the bd sars-cov-2 reagents kit with the genexpert assay. Moreover, limit of detection can vary between different assays. According to the bd max sars-cov-2 reagents instruction for use, a positive sars-cov- 2 result is obtained if n1 and/or n2 targets are positive. The second curve pattern, obtained in run #343/position b1, shows atypical, jagged curves in the raw pcr signal, especially in the fam channel (n1 target), resulting in a positive result. The root cause of this atypical curve has not be identified, and the positive result obtained cannot be confirmed. Bd was unable to confirm the exact cause of the customer¿s positive results, however no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents product lot 1026938. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using the genexpert and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "frankston has noted 4 x false pos in their last 4 runs each false pos was a different sample. Each false pos was a different run. No results were reported to clinicians or patients, all results were cross checked on the gene xpert. First false pos was (B)(6) 2021".

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using the genexpert and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "frankston has noted 4 x false pos in their last 4 runs. Each false pos was a different sample. Each false pos was a different run. No results were reported to clinicians or patients, all results were cross checked on the gene xpert. First false pos was 10th april 2021."

Manufacturer narrative:
The following fields were updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0279138. D.4. Medical device expiration date: 2020-10-05. H.4. Device manufacture date: 2022-02-28. D.4. Medical device lot #: 0337327. D.4. Medical device expiration date: 2020-12-02. H.4. Device manufacture date: 2022-03-31. D.4. Medical device lot #: 1029748 d.4. Medical device expiration date: 2021-01-29 h.4. Device manufacture date: 2022-05-31

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. Repeat tests were performed using the genexpert and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "frankston has noted 4 x false pos in their last 4 runs each false pos was a different sample. Each false pos was a different run. No results were reported to clinicians or patients, all results were cross checked on the gene xpert. First false pos was (B)(6) 2021."